Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the base of the spike port area. This was observed in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 20, 2018 - august 21, 2018. The actuals samples were received with solution and leaking in a zip lock bag. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.